Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported seeing settings not available on controller. Patient said the controller was set up with channels a and b a couple years ago but when try to use to adjust voltage will not let them. Patient tried lowering groups that they don't use and was able to do so on the other controller. Agent advised to make sure ins fully charged and the patient reports its at 70%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed settings not available code and advised this has to be checked by hcp to have the ins looked at. Additional information was received from the patient. They reported that the cause of the issue was due to a bad circuit. The steps taken to resolve the issue involved programing around the bad areas. The issue had been resolved.